Event description:
On (B)(6) 2012, doctor alleged that the mara appliance broke at solder joint leaving a sharp piece in one (1) patient's mouth.

Manufacturer narrative:
The doctor had a new upper applainces fabricated with regard to patient comfort. To date, the patient is doing fine. It was confirmed that no injury was associated with this incident.